Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the ti powerport low profile. Post 3 months 11 days, the patient noticed infusion leakage and localized swelling while performing the infusion, and the rupture of the catheter near the catheter lock was confirmed by radiographs, and the port, catheter, and catheter lock are now removed. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos and videos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the ti powerport low profile. Post 3 months 11 days, the patient noticed infusion leakage and localized swelling while performing the infusion, and the rupture of the catheter near the catheter lock was confirmed by radiographs, and the port, catheter, and catheter lock are now removed. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned, two photos and one x-ray video were provided for review. The first photo shows a power port attached to a catheter segment, placed on a white sheet. The second photo shows the partial view of a clinician holding a power port attached to a catheter which is wrapped around using a glove. The catheter is noted to have a partial break near the cath lock. Blood stain was noted throughout the catheter. The x-ray video depicts the port having been placed via a right jugular access. Contrast is being infused. Contrast appears to extravasate from the port/catheter interface. Therefore, the investigation is confirmed for the reported fracture and fluid leak issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.